Event description:
Positive thcg results for a patient sample was reported to the physician. The physician questioned the results and the sample was rerun. The results were negative. A second positive sample from a different patient from the same run had been reported to the physician. Surgery was cancelled due to this result. The sample was rerun and the results were negative. A corrected report was sent to the physician. There was no report of adverse health consequences due to the discrepant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant was due to a v78 valve stuck open. The valve was replaced. No further evaluation of the device is required. The instrument is performing within specifications.